Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that after inserting the impella cp and performing pci, the position waveform disappeared before leaving the catheter room, and the placement signal not reliable alarm sounded. The position waveform disappeared for several hours after that, but the waveform reappeared several hours later and was displayed without any problems.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Console logs from the reported day of event are consistent with complaint and show that shortly after start, for 3 hours placement signal was not reliable (with snr close to 0), which presented to the operators as placement signal absent from the aic screen. After the signal returned, there was a large number of suction alarms, and the average snr of optical signal was below 1500 throughout the case. Console was tested after arriving at fs, and its optical system was found to be failing ¿5s¿ specification for test cavities with different lengths: test cavity ¿a¿, 16560nm test cavity ¿b¿, 16280nm, lamp: 100.00%, light: 2.70v, cont.: 55.18%, gain: 1.41, snr: 699.2, mano: 757.1 lamp: 100.00%, light: 2.72v, cont.: 60.93%, gain: 1.32, snr: 811.4, mano: 757.1. Inspection of the console revealed minor contamination of the optical pump connector fiber, but it did not contribute to the optical system malfunction. The reported disappearance of position waveform and psnr condition were caused by failure of optical bench. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D9 updated. H3 updated. D10 concomitant medical products and therapy dates updated.